Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged false negative troponin I (tni) results on triage cardiac panel test compared to access. Results as follows: triage: purple top blood tested on triage; tni was 0.13 (cut-off: 0.4). Access: red top from the same draw on access: tni was 0.68 (cut-off: 0.05-0.15 grey zone, 0.4 critical). Access: red top from the same draw on access; tni was 0.68 (cut-off: 0.05-0.15 grey zone, 0.4 critical). The pt was admitted on (B)(6) 2012. Pt is held in the hospital pending further tests. Customer has yet to review the pt's chart and call technical support to provide further info.